Event description:
The report the co received from the field indicated that during the procedure, a balloon leak was indicated and, consequently, the balloon could not be inflated. However, there were no reported adverse effects to the pt.